Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08aug2019. The manufacturer¿s international service technician could not confirm the reported proximal pressure sensor auto-zero fail issue but did encounter an proximal pressure sensor auto zero failed error code in the ventilator diagnostic report. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The customer returned da board was installed in an failure investigation test ventilator and no failure was found. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The manufacturer¿s international sales personnel reported that the proximal pressure sensor auto-zero failed on delivery. There was no patient involvement.